Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the left ventricular (lv) lead experienced high threshold and diaphragmatic stimulation. The patient received x-ray examination after returning to the inpatient room, in which lead displacement was confirmed. Lv lead replacement was attempted the next day, however unsuccessful. It was noted that blood flow into the atrial grommet of the device was confirmed, therefore the device was extracted as well. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.